Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion was located in the moderately calcified proximal and mid left anterior descending artery (lad). The physician used a 6f mach 1 guide catheter jl4 and wizdom wire. The lesion was pre-dilated with a maverick 2.5 x 15mm balloon at 10 atms for 15 seconds and 12 atms for 15 seconds. The physician placed a second buddy wire down the lad as the vessel was moderately calcified. He then implanted a taxus express2 8.8% 2.75 x 32 mm drug eluting stent at 8 atms for 10 seconds. The physician encountered difficulty withdrawing the buddy wire, possibly due to the calcification. When the buddy wire was removed the physician post-dilated the stent to 14 atms for 15 seconds. The balloon would not withdraw from the stent so the physician dilated again to 20 atms. There was still resistance removing the balloon and after several minutes the physician was successful in removing the balloon after backing the guide catheter away from the ostium and exerting more force. The physician deployed an express2 3.5 x 8 mm stent overlapping the proximal edge of the taxus stent to treat a small dissection that was visualized after the pre-dilatations. The pt's status is reported as good. The pt was discharged without complications. Same case as 6000093-2004-00335.